Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system complained of a twitching feeling within the device pocket, along with a feeling of tingling and numbness in the arm. Upon device check, right ventricular (rv) impedance measurements were found to have increased to greater than 3,000 ohms. Additionally, two non-sustained episodes were found to have occurred. Noise was observed on the rv and shock electrograms. Technical services discussed testing recommendations.